Event description:
Additional information received indicated that diagnostic intervention was performed and the patient's insertable cardiac monitor (icm) was successfully connected.

Event description:
It was reported that the insertable cardiac monitor exhibited bluetooth telemetry loss. No intervention was performed. There were no patient consequences reported.